Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that the valve is not adjustable.

Manufacturer narrative:
The valve was manufactured by a qualified employee in september 2015. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The progav2.0 valve has a nominal pressure range of 0 to 20 cmws. The valve specifications after final inspection have been passed. The valve was inspected as article fx411t. All parameters (opening pressure, reflux, tightness, adjustability and brake function) have been inspected and signed during the manufacturing process. Before release the progav2.0 was pre-adjusted to pressure setting 5 cmh2o. We received the valve in the returnkit, the valve was inserted in an unknown liquid. At the time of submission the progav2.0 valve was set to pressure range 20 cmh2o. First step of our investigation is the optical inspection. We can see scratches but not detect any obvious deformations or other abnormalities outo the progav2.0 valve. To proof the penetrability we carried out a permeability test. This test was carried out at a hydrostatic pressure difference of approx. 20-30 cmh2o in the flow direction. The investigation has shown that the progav2.0 valve was permeable. Our adjustment tests are carried out with the standard progav2.0 check mate and measurement tool. The valve is adjusted from 0 up to 20 cmh2o and down again in the same way in steps of 5 cmh2o. It was found out that every adjustment was possible. To measure the braking force we have investigated the valve with a braking force apparatus. Here it is measured how much force must be exerted on the housing of the progav2.0 valve to release the rotor to adjust the valve by the integrated magnets. The brake function test has resulted that the brake function is full in place. The measurement of the braking force is inside the tolerance. First we performed a visual inspection on the progav2.0 valve. Apart from scratches on the housing, we could not detect any deformations or other abnormalities. In the next step we have carried out permeability test. The investigation has shown that the valve was penetrable. To ensure that the valve is adjustable we tried to adjust the valve from 0 cmh2o up to 20 cmh2o and down again in the same way in steps of 5 cmh2o. Based on our investigation results we can confirm that it was possible to adjust the valve in all pressure settings. To proof if the brake function is full in place we carried out a brake function test. The investigation has shown that the brake function is present. In order to verify whether the valve has been influenced by the known risks of hydrocephalus therapy, as for example by natural substances (protein, blood or tissue particles)1 in the cerebrospinal fluid, we have finally opened the progav2.0 valve. After opening the progav2.0 valve, we found deposits inside the valve. First we performed a visual inspection on the progav2.0 valve. Apart from scratches on the housing, we could not detect any deformations or other abnormalities. In the next step we have carried out permeability test. The investigation has shown that the valve was penetrable. To ensure that the valve is adjustable we tried to adjust the valve from 0 cmh2o up to 20 cmh2o and down again in the same way in steps of 5 cmh2o. Based on our investigation results we can confirm that it was possible to adjust the valve in all pressure settings (picture 2-6). To proof if the brake function is full in place we carried out a brake function test. The investigation has shown that the brake function is present. In order to verify whether the valve has been influenced by the known risks of hydrocephalus therapy, as for example by natural substances (protein, blood or tissue particles)1 in the cerebrospinal fluid, we have finally opened the progav2.0 valve. After opening the progav2.0 valve, we found deposits inside the valve, first we performed a visual inspection on the progav2.0 valve. Apart from scratches on the housing, we could not detect any deformations or other abnormalities. In the next step we have carried out permeability test. The investigation has shown that the valve was penetrable. To ensure that the valve is adjustable we tried to adjust the valve from 0 cmh2o up to 20 cmh2o and down again in the same way in steps of 5 cmh2o. Based on our investigation results we can confirm that it was possible to adjust the valve in all pressure settings (picture 2-6). To proof if the brake function is full in place we carried out a brake function test. The investigation has shown that the brake function is present. In order to verify whether the valve has been influenced by the known risks of hydrocephalus therapy, as for example by natural substances (protein, blood or tissue particles)1 in the cerebrospinal fluid, we have finally opened the progav2.0 valve. After opening the progav2.0 valve, we found deposits inside the valve, first we performed a visual inspection on the progav2.0 valve. Apart from scratches on the housing, we could not detect any deformations or other abnormalities. In the next step we have carried out permeability test. The investigation has shown that the valve was penetrable. To ensure that the valve is adjustable we tried to adjust the valve from 0 cmh2o up to 20 cmh2o and down again in the same way in steps of 5 cmh2o. Based on our investigation results we can confirm that it was possible to adjust the valve in all pressure settings (picture 2-6). To proof if the brake function is full in place we carried out a brake function test. The investigation has shown that the brake function is present. In order to verify whether the valve has been influenced by the known risks of hydrocephalus therapy, as for example by natural substances (protein, blood or tissue particles)1 in the cerebrospinal fluid, we have finally opened the progav2.0 valve. After opening the progav2.0 valve, we found deposits inside the valve, no further actions are required from our point of view.

Event description:
Fx411t progav2 valve implanted on (B)(6) 2017. Valve would not re program after several attempts, including clinical kathy. Upon explanting the valve today, dr tried to change it with a checkmate and was successful in doing so. No patient injury. No delay in surgery. Additional intervention: revision surgery to implant a valve with higher pressure setting.

Event description:
Fx411t progav2 valve implanted on (B)(6) 2017. Valve would not re program after several attempts, including clinical kathy. Upon explanting the valve today, dr tried to change it with a checkmate and was successful in doing so. No patient injury. No delay in surgery. Additional intervention: revision surgery to implant a valve with higher pressure setting.

Manufacturer narrative:
H10- the valve was manufactured by a qualified employee in september 2015. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The progav2.0 valve has a nominal pressure range of 0 to 20 cmws. The valve specifications after final inspection have been passed. The valve was inspected as article fx411t. All parameters (opening pressure, reflux, tightness, adjustability and brake function) have been inspected and signed during the manufacturing process. Before release the progav2.0 was pre-adjusted to pressure setting 5 cmh2o. We received the valve in the return kit, the valve was inserted in an unknown liquid. At the time of submission the progav2.0 valve was set to pressure range 20 cmh2o. First step of our investigation is the optical inspection. We can see scratches but not detect any obvious deformations or other abnormalities to the progav2.0 valve. To proof the penetrability we carried out a permeability test. This test was carried out at a hydrostatic pressure difference of approx. 20-30 cmh2o in the flow direction. The investigation has shown that the progav2.0 valve was permeable. Our adjustment tests are carried out with the standard progav2.0 check mate and measurement tool. The valve is adjusted from 0 up to 20 cmh2o and down again in the same way in steps of 5 cmh2o. It was found out that every adjustment was possible. To measure the braking force we have investigated the valve with a braking force apparatus. Here it is measured how much force must be exerted on the housing of the progav2.0 valve to release the rotor to adjust the valve by the integrated magnets. The brake function test has resulted that the brake function is full in place. The measurement of the braking force is inside the tolerance. First we performed a visual inspection on the progav2.0 valve. Apart from scratches on the housing, we could not detect any deformations or other abnormalities. In the next step we have carried out permeability test. The investigation has shown that the valve was penetrable. To ensure that the valve is adjustable we tried to adjust the valve from 0 cmh2o up to 20 cmh2o and down again in the same way in steps of 5 cmh2o. Based on our investigation results we can confirm that it was possible to adjust the valve in all pressure settings. To proof if the brake function is full in place we carried out a brake function test. The investigation has shown that the brake function is present. In order to verify whether the valve has been influenced by the known risks of hydrocephalus therapy, as for example by natural substances (protein, blood or tissue particles)1 in the cerebrospinal fluid, we have finally opened the progav2.0 valve. After opening the progav2.0 valve, we found deposits inside the valve. First we performed a visual inspection on the progav2.0 valve. Apart from scratches on the housing, we could not detect any deformations or other abnormalities. In the next step we have carried out permeability test. The investigation has shown that the valve was penetrable. To ensure that the valve is adjustable we tried to adjust the valve from 0 cmh2o up to 20 cmh2o and down again in the same way in steps of 5 cmh2o. Based on our investigation results we can confirm that it was possible to adjust the valve in all pressure settings (picture 2-6). To proof if the brake function is full in place we carried out a brake function test. The investigation has shown that the brake function is present. In order to verify whether the valve has been influenced by the known risks of hydrocephalus therapy, as for example by natural substances (protein, blood or tissue particles)1 in the cerebrospinal fluid, we have finally opened the progav2.0 valve. After opening the progav2.0 valve, we found deposits inside the valve, first we performed a visual inspection on the progav2.0 valve. Apart from scratches on the housing, we could not detect any deformations or other abnormalities. In the next step we have carried out permeability test. The investigation has shown that the valve was penetrable. To ensure that the valve is adjustable we tried to adjust the valve from 0 cmh2o up to 20 cmh2o and down again in the same way in steps of 5 cmh2o. Based on our investigation results we can confirm that it was possible to adjust the valve in all pressure settings (picture 2-6). To proof if the brake function is full in place we carried out a brake function test. The investigation has shown that the brake function is present. In order to verify whether the valve has been influenced by the known risks of hydrocephalus therapy, as for example by natural substances (protein, blood or tissue particles)1 in the cerebrospinal fluid, we have finally opened the progav2.0 valve. After opening the progav2.0 valve, we found deposits inside the valve, first we performed a visual inspection on the progav2.0 valve. Apart from scratches on the housing, we could not detect any deformations or other abnormalities. In the next step we have carried out permeability test. The investigation has shown that the valve was penetrable. To ensure that the valve is adjustable we tried to adjust the valve from 0 cmh2o up to 20 cmh2o and down again in the same way in steps of 5 cmh2o. Based on our investigation results we can confirm that it was possible to adjust the valve in all pressure settings (picture 2-6). To proof if the brake function is full in place we carried out a brake function test. The investigation has shown that the brake function is present. In order to verify whether the valve has been influenced by the known risks of hydrocephalus therapy, as for example by natural substances (protein, blood or tissue particles)1 in the cerebrospinal fluid, we have finally opened the progav2.0 valve. After opening the progav2.0 valve, we found deposits inside the valve, no further actions are required from our point of view.